Event description:
The customer reported a flogard pump with an f94 alarm. It is unknown when this condition occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of a flogard infusion pump with an alarm f94 was confirmed in the sample evaluation. The cause of the problem was a leaking main battery. The main battery was replaced to fix the problem.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.